Event description:
Caller alleged discrepant inratio results. Results from (B)(6) 2013 were performed at the same time. Results from (B)(6) were obtained using a new shipment of strips; same lot number. Results from (B)(6) were obtained using a new box of strips; same lot number. Therapeutic target: 3.5. Patient self tester has a blood clot 4 months ago and had previously only monitored inr using inratio. Customer been using inratio for more than three years.

Manufacturer narrative:
Product is not expected to be returned for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and precision criteria. Based on the information available, there is no indication of a product deficiency. Root cause could not be determined from the information provided by the customer. As of (B)(6) 2013, 22 discrepant results complaints were reported for lot #310829 yielding a complaint rate of 0.046%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action, no further action is required at this time. This issue will be subject to tracking and trending. Corrective action is not required at this time as product deficiency was not required.